Event description:
It was reported while using bd maxzero¿ needle-free valve there were cracks and issues. This occurred 19 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the head nurse of the transplantation department reported that the mz1000 joints did not spring back and the shell membrane ruptured during use.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 21-feb-2023. Investigation summary fifteen mz1000 china samples were received for investigation (appendix 1); five samples from lot 22045853 and ten samples from lot 22045852. Of the samples received for investigation from lot 22045853, two were received in opened packaging and three were received without packaging, and of the samples received from lot 22045852, eight were received in opened packaging and two were received without packaging. The feedback provided by the customer suggests the maxzero piston did not return to its closed position following disconnection after several days of infusion. A visual inspection of the returned samples did not identify any obvious damages or manufacturing defects which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the returned samples to a 50ml bd plastipak syringe from stock and flushing with fluid; in each instance, the maxzero piston returned to the closed position after disconnection. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 22045853 and 22045852 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customers experience.

Event description:
It was reported while using bd maxzero¿ needle-free valve there were cracks and issues. This occurred 19 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the head nurse of the transplantation department reported that the mz1000 joints did not spring back and the shell membrane ruptured during use.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 22045852. Medical device expiration date: 19apr2025. Device manufacture date: 19apr2022. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.